Event description:
The hospial reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.